Manufacturer narrative:
This incident will be reported to the FDA as the consumer received a burn while in use of the product. The consumer has been notified for additional details and product retrieval.

Event description:
On (B)(6) 2026 - the consumer claims to have recieved a second degree burn on his left leg while in use of the product. The consumer went to the hospital for treatment.